Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that there was a pump motor stall. It was unknown if there were any environmental, external, or patient factors. It was unknown if there was diagnostics or troubleshooting performed. The replacement surgery was planned for (B)(6) 2017. The issue was not resolved and the patient status was unknown.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-10. It was reported that pump logs confirmed a motor stall on (B)(6) 2016. The patient experienced falling, confusion, lethargy, and twitching. The stall occurred when the patient was at home, and at first her husband did not suspect that anything was wrong with the pump. After several days, the patient's husband brought her into the hospital, and she was very sedated. The patient's pump was filled, and hcps tried restarting it. A hcp in surgery said that the patient's husband had been giving her methadone for her chronic pain. The pump was replaced on (B)(6) 2017. The cause of the motor stall was unknown, and there was no mention of the patient receiving magnetic resonance imaging (MRI).

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it contained baclofen. Conclusion code ¿ is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Recall correction number: z-0497-2013 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.